Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2017 with the implant of an afx main body and an afx vela suprarenal stent graft. At that time a gore excluder (non-endologix) stent was added in the left leg as well as a cordis smart (non-endologix) stent was added in the right leg. This initial procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with afx system per the IFU. Aneurysm enlargement was observed on 21 may 2024 by comparing with the follow-up data from oct 2020 and april 2024, approximately 10mm enlargement. Endoleak was identified however the type is not determined. The additional treatment plan is being discussed. Patient status was not provided.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, follow-up report will be submitted. Device iteration is afx with duraply. H3 other text : device remains implanted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix found the aneurysm enlargement of 9.4mm is confirmed. The indeterminate endoleak was determined to be a type iiib endoleak at the superior stent margin of the main body and type iiib endoleak of the distal main body. This is moderately consistent with the reported adverse event/incident. The off-label use of concomitant non-endologix stent in the right common iliac artery that extended proximally into the distal main body likely contributed to the type iiib endoleak of the distal main body. The anatomy of the superior stent margin of the main body was sitting in an angulation that increased from 25.1° to 35.2° causing poor apposition likely due to displacement forces or sac morphology changes. The main body stent likely punctured a small hole in the proximal extension in this angulation. The most likely causation for this is anatomy and user related, procedure related harms could not be determined. During the investigation. Endologix found reasonable evidence to suggest the device was used off-label. The procedure is outside the indications of use (off-label) due to the use of adjunctive devices (gore excluder stent and cordis smart stent) not compatible with afx system per the IFU. The final patient status remains unknown. The final patient status was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date ¿ updated. H6 investigation finding codes ¿ remove code 3233. H6 investigation conclusion codes ¿ remove code 11.